Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2015- patient was diagnosed with umbilical hernia and ventral hernia thereby underwent open repair with implant of ventralex st mesh. Per op notes, ¿a small umbilical hernia was identified along with a ventral hernia. These two were connected and a ventralex st mesh was used as an underlay and sutured¿. On (B)(6) 2018- patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿hernia defect just superior to the area of incision in abdominal region was identified along with recurrence of umbilical hernia. A synthetic mesh was placed and tacked to the posterior fascia with sutures¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., expiry date, corporate lot no., UDI), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.